Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the occlusion, no further informations.

Manufacturer narrative:
Investigation: optical inspection first step of our investigation is the optical inspection. The visual inspection revealed that the paedigav valve has no deformations or other abnormalities. Permeability test to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure of approx. 20-30cmh2o in the flow direction. The test results that the valve was penetrable. Adjustment test an adjustment test is not applicable, because the valve has a fixed pressure level. Braking force and brake function test a braking force and brake function test is not applicable, because the valve has a fixed pressure level. Result: in the visual inspection of the valve we could not detect deformations other abnormalities. In the further course of the investigation, we tested the permeability of the paedigav valve. The test results that the valve was penetrable. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Inside the valve we found could not visible deposits. Based on our investigation we could not detected any blockage. This is the currently measured investigation result. From our point of view there is no failure detectable with the valve at the time of distribution. Further actions. No further actions are required from our point of view.